Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2008. On (B)(6) 2016, the valve was explanted after the patient presented with a history of shortness of breath in the presence of aortic insufficiency. At explant it was noted the pericardium had torn from the stent post between the left and noncoronary cusp. Calcification was noted on the stent post and two cusps were prolapsed. Otherwise, the cusps looked good. A concomitant CABG and redo avr with a 21mm trifecta implant was performed. The patient is reported to be stable.